Manufacturer narrative:
On july 24, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med hgt te w/sut tabs 650cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior aspect measuring approximately 0.1 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. According to the information regarding the microscopic examination that was performed on the tissue expander, the tear looks like a defect that is potentially caused by a drain trocar, where no striations are observed on the edge sections of the tear. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was initially reported that a 650cc ce med hgt tissue expander w/sut tabs was faulty. There was no corresponding event description but product analysis found the device to have a tear. This will be reported as a malfunction. There was no report of adverse event or patient consequence.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).